Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the tip of the basket prematurely detached. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of tip premature deployment. Block h10: visual inspection of the returned device found the tip was detached from the basket assembly and was not returned, which confirms the reported event. Based on all available information, it is most likely that force was applied to the handle during preparation or testing which could have detached the tip. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the tip of the basket prematurely detached. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.